Event description:
Major pump unit(s) involved: external control system failureadditional text: 14v lithium ion batteryspecific component(s) involved: external battery malfunctionadditional text: metal contacts on battery appeared corrodedother component:causative or contributing factor: patient error in caring for systemother cause:intervention(s): replacement of external batteryother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external battery malfunction